Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff leaked while the patient was on vent so the patient was extubated but the second tube also developed a leak shortly after intubation. Patient had to be reintubated for a third time with a different style tube.